Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss of therapy. The patient reported he was on program a and kept increasing the amplitude but it still did not seem like was doing what it was supposed to be doing so he switched to program b. He is doing fine now but wanted to find a doctor to look at the device. No further complications were anticipated and physician listings were sent to the patient. The indication for implant was spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.